Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date in (B)(6) 2021 involving a spinning spiros® closed male luer, red cap that leaked while infusing toptecan and mycophenolate. The reporter mentioned that there were no obvious defects noted and the problem was noticed when the rn was hanging the medication on the secondary line and noticed that there was a leakage. The rn was wearing ppe but patients were not protected as they do not wear ppe. There was patient involvement but no adverse event and no harm. This is the second of three events.